Event description:
The patient called alleging that the meter did not power on. The meter had stopped working tree months ago. In 3/05 the patient felt dizzy and tested on their spouse meter and received a 180 mg/dl. The patient went to the hospital and did not receive any treatment. The battery was installed less than year ago and was in good condition. The patient was using the correct vial of test strips. Based on the information provided, this case is being documented as a malfunction, since the meter does not power on.